Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2006, a 31mm sjm masters series mechanical heart valve and on an unknown date a 21mm sjm regent heart valve w/ flex cuff was implanted in the patient. On (B)(6) 2024, both the valves were explanted and a new 27mm non-abbott valve and 31mm epic mitral valve were implanted.

Manufacturer narrative:
An event of the valve was explanted was reported. The device was returned to abbott for investigation and with white tissue throughout the cuff. The cuff was noted to be mostly torn. Both leaflets remained intact and were mobile. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, while the cause of the reported incident could not be conclusively determined, the noted damage may have been caused by some external force applied to the valve. The reported surgical intervention was under case-specific circumstances for surgical removal of device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.